Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis at l4/5 using posterior fixation. The patient complained of pain post op. The doctor believed that the pain was due to a screw improperly implanted. A revision surgery was performed approximately a week post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. However, the suspect devices in use are lot # w06d0481, w7h0115, and w08h3267. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 86746535, was cleared in the united states.